Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing came apart at quick release. The site was abdomen and the pump was in the pocket. The infusion was in use for 2 days. Reportedly, the infusions were stored at normal temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.